Event description:
The patient presented to our facility for an insertion of a hickman catheter. The physician first attempted to insert the device into the right subclavin vein. Being unsuccessful, the next attempt was the left subclavian vein. Being unsuccessful, the next attempt was the left subclavin vein with the same amount of difficulty encountered. The hickman catheter was sucessuffully and uneventfully placed into the right jugular vein. The patient was transferred to pot anesthesia unit for observation which was uneventful. Upon return to the day surgery area, which is an outpatient observation area the patient became diaphoretic and complaining of nausea. A decrease in blood pressure was noted. The patient was taken to the special procedure mroom where a physician removed a portion of the guidewire. The patient was admitted to the surgical intensive care unit following the removal of a portion of guidewire, with a pneumohemothorax. The patient was discharged and returned home following her hospital stay fully recovered from this complication.this patient has had a long term diagnosis of cancer with metastasis. There also has been a history of port-a-cath utilization in both subclavin vesselsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was not destroyed/disposed of.